Event description:
The complaint was reported as: during use on a patient the device didn't emit steam/mist or emitted extra low steam/mist. No report of patient injury.

Manufacturer narrative:
Additional information requested to establish the name of the user facility and any pre-existing condition of the patient. A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record (DHR) was conducted and there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. The customer complaint cannot be confirmed due to the sample involved in the incident or a picture of it was not provided, therefore, it is not possible to perform a proper investigation. Records reviewed showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. Root cause: unknown.